Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported patient experiencing ¿painful removal procedures¿, ¿discomfort¿, "depression", capsular contracture, baker grade unknown, and ¿the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue¿, ¿emotional distress, anxiety¿. The following reported events have been deemed not related to the device: ¿debilitating physical pain and mental suffering,¿ ¿any treatment, therapy, recovery, and expense associated with the removal of biocell textured breast implants¿, ¿was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom¿, ¿disability; loss of earnings; and loss of quality of life and all of these injuries are permanent and continuing.¿ affected side is unknown. The device has been explanted. This record is for an unknown side. Device was explanted.